Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "after powering the device, the fuses blow". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, " fuses blown - after powering the device, the fuses blow " could be confirmed. The root cause of the device failure could be traced back to a defective power supply unit, which caused a component fault and thus impaired the functionality of the entire system. According to the IFU, the device must be tested for functionality before use. The event is filed under internal karl storz complaint ID: (B)(4).